Manufacturer narrative:
Date sent to FDA: 7/17/2019.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a hernia repair procedure on (B)(6) 2014 and physiomesh and securestrap was implanted. It was reported that patient underwent mesh revision on (B)(6) 2014 and tigr matrix mesh was implanted and on (B)(6) 2015 ultrapro was implanted due to recurrent hernia and pain. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.